Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient did not feel well and visited the hospital where a fingerstick was done, the cgm was reading 6.8 mmol/l and the blood glucose reading was 35.0 mmol/l. The patient stated that in the hospital he self-treated with insulin but was also given an unspecified intravenous solution. Patient left the hospital after 1 hour and was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.